Event description:
It was reported that during patient treatment, it was not possible to provide gas to the patient in manual ventilation mode. There was no patient harm. Manufacturer´s ref # : (B)(4).

Manufacturer narrative:
Additional information from the user states that a hospital technician investigated the anesthesia workstation without being able to reproduce the fault or to find any deviations. No parts needed to be replaced. A successful systemcheck out was performed and the anesthesia workstation was returned to clinical use. An evaluation of the received device logs has been done but the alleged difficulties to ventilate the patient in manual ventilation cannot be confirmed. We have not been able to determine the cause of the reported event.

Event description:
Manufacturer´s ref #: (B)(4).